Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. 00mlx mlx 300w xenon lightsource was returned for evaluation. The device history record (DHR) was not available to review. Failure analysis - the xenon lightsource was received in used condition. Evaluation identified and replaced the following: broken lens and mirror holder, chipped heat extended range mirror, front vessel melted along with the mlx label, power switch, turret ring, standby switch, and control switch, cracked attenuator motor wire harness, broken power entry filter, cracked left and lower panel, and aging lamp. Root cause - the reported complaint is confirmed. Evaluation identified that the lens and mirror holder are broken, the mirror was damaged, the wire harness is cracked, the left panel and lower panel are cracked, and some components have signs of overheating. The issue with this 00mlx unit with melted components is most likely due to overheating caused by the damaged mirror holder and mirror, resulting from rough handling/environmental damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a connection failure between the head light and the device, and it caused burns on the main device from overheating. There was no patient involvement, thus no injuries, death, or surgical delays reported.